Event description:
Complainant alleged that during routine shift check by a clinician, the associated defibrillator failed self test with these electrode pads attached. Complainant indicated there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.